Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device was inconclusive. Hybrid analysis confirmed the charge time out using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with a donor battery and an external supply. The results were consistent with the device battery causing the excessive cumulative charge time and charge time out. Battery analysis revealed no internal battery short. Partial lithium-severing was observed, consistent with the high battery impedance. A review of the manufacturing data found no anomalies nor irregularities noted during the manufacturing of this cell and the battery passed all inspections and electrical testing. With intact welds, normal appearance of electrode assembly and no internal shorts found, no root cause for the power on reset was found. Partial lithium-severing may have contributed to the charge circuit timeout observed, but it is unrelated to the power on resets. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. This device was reported as included in the field action. Based on the information received it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported the patient suddenly fainted which was followed by unconsciousness. It was also reported therapy was delivered by the implantable cardioverter defibrillator and shocks were delivered externally. The patient was hospitalized and is deceased. Upon in terrogation of the device, it was determined an electrical reset occurred and diagnostic data was missing. No other information was reported.